Event description:
The customer stated that he was taken to the emergency room due to excessive bleeding at the insertion site. The customer's wife noticed blood at the site a few hours after a sensor was inserted. When the customer removed the sensor, blood shot out from the site excessively. The customer also stated that he was taking coumadin at the time of the event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.